Event description:
Unable to speak with the rptr/layperson, pt's daughter, this senior medical surveillance specialist will send a follow-up letter to the rptr and has reviewed the customer care advocate's (cca's) documentation. In 2009, the rptr complained that the pt's onetouch ultra meter would not turn on. When asked for the approx date and time the alleged issue started, the rptr implied it was unk, but a "long time ago." Reportedly, the rptr had changed the battery. The same day around 6 a.m., the pt, whose daily regime is oral diabetes medication, ate more food and drank a beverage, reportedly due to symptoms of trembling, sweating, and vomiting. Although medical intervention from an hcp was denied, it is unclear if the pt self-treated or the rptr assisted. The cca replaced the products. Because, the pt allegedly was unable to test and later developed symptoms that required treatment for low blood glucose, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.